Manufacturer narrative:
Coyote es balloon catheter was visually and microscopically examined on the outer shaft, inner shaft, balloon and tip. Visual examination revealed multiple kinks along the shaft, and a separation on the hypotube 93.3cm from the hub was noted. No additional damages were found on from the microscopic examination. The distal section of the shaft, the markerband, and the tip did not return for analysis. No other damages or irregularities were presented from the remainder of the inspection.

Event description:
Reportable based on product analysis completed on 07mar2024. It was reported that shaft kink occurred. The 100% stenosed target lesion was located in the moderately calcified anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the shaft was kinked. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed that the hypotube separated 93.3cm from the hub.